Event description:
It was reported that there was oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. The patient is ra dependent and there was pacing inhibition with asystole on the atrial channel. The patient has good a to v conduction so no pacing required in the rv. All other lead diagnostics were noted to be stable. Boston scientific technical services {ts) discussed potential reasons for the noise and programming options including raising sensitivities to help reduce the atrial oversensing. Ts recommended a chest x-ray or revision procedure to determine the root cause of the noise. At this the pacemaker, another manufacturer's ra and another manufacturer's rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)